Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitoring (sam) episode was observed for this cardiac resynchronization therapy defibrillator (crt-d). This crt-d and non boston scientific (bsc) right atrial (ra) lead exhibited a pace impedance measurement of less than 100 ohms. It was noted just prior to the sam episode a ventricular episode was observed in the logbook which initiated the sam impedance check. Pocket manipulation was performed in which noise was observed and pace impedance measurements were noted to be within normal range during so. Technical services (ts) recommended programming the minute ventilation (mv) vector to right ventricular only. A pacemaker mediated tachycardia (pmt) episode was also observed. This crt-d and non bsc ra lead remain in service. No adverse patient effects were reported.